Event description:
The lead was returned to the manufacturer with no information and subsequently tested out of specification during manufacturer's analysis. Follow up information indicated that the lead had fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analysis found that the distal and proximal conductors were fractured. The outer insulation was breached cut.